Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 04-jul-2024 investigation summary bd received 15 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for underfill with the incident lot was not observed because the tubes were expired. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes there was vacuum loss in one tube. There were no health consequences or impacts reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes there was vacuum loss in one tube. There were no health consequences or impacts reported.